Event description:
It was reported that, the patient experienced repeated insulin occlusion alerts after performing multiple infusion set changes earlier in the day. Blood glucose levels were significantly elevated, with the device reading in the 340s and fingerstick measurements exceeding 380 mg/dl. The patient noted difficulty finding suitable infusion sites due to scar tissue but reported no issues with needle removal. Support guided the patient through another supply change and planned follow-up to monitor blood glucose levels. Later, the patient reported persistent hyperglycemia, with readings over 400 mg/dl on fingerstick testing. The patient chose to disconnect from the device and administer manual insulin injections to safely reduce blood glucose. Follow-up communications confirmed that blood glucose levels eventually returned to range. The patient consulted their endocrinologist, who recommended using multiple daily injections until the patient could be seen in the office, with plans to reconnect the device at a later time. No further assistance was required. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.